Manufacturer narrative:
Although the volume was not estimated, the oxygenator was changed out. Therefore, some blood loss was associated with this event. The involved device was returned for evaluation. Follow-up communication with the user facility indicates that a cleaning agent was used to decontaminate the device before it's return and it's effects on the device components are unk. Therefore, gas transfer performance could not be assessed, due to the condition of the returned sample. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history records confirmed gas transfer testing during production of the involved unit met proper performance specifications and there were no indications of any production related problems. Follow-up communication from the chief perfusionist indicated that he believes the performance of the oxygenator was not the cause of the pt death. There are many complex clinical variables, such as pt condition, that may have affected the observed change in blood oxygen-saturation level during the procedure. However, there is no available evidence that the reported event was related to a product malfunction or defect. This is supported by the hospital's perfusion records, which indicate that the oxygenator performed as expected for the initial 55 minutes of cardio-pulmonary bypass. Based upon the available info, the cause for the reported observation cannot be definitively determined. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported that one day after a heart transplant procedure, complications developed whereby cardio-pulmonary bypass had to be re-instituted. Approx 55-minutes into the pump run, the blood oxygen levels were noted to be low. The involved oxygenator was changed out at that time to a larger model and the oxygen levels returned to normal. However, a few hrs later, the pt expired.